Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (rep) regarding a patient receiving intrathecal medication via an implantable pump for malignant pain. The patient representative (rep) reported that in the last months it takes so long to connect to the pump to request a bolus. The patient rep stated it sits at 90% for a long time and no one seems to be doing anything about it. Patient rep stated he called the healthcare provider (hcp) office and the hcp told him that this was happening to a lot of patients and there was nothing they could do about it. Patient rep stated he had to search for patient services contact information on line to get help. Agent walked patient rep through clearing the data on the handset. The troubleshooting steps that were taken on the call resolved the issue. Patient rep asked agent to escalate his complaint because he thought that medtronic should do better to help their patients.